Event description:
Customer reported that during a cardiac case in the or, the pump module infusing propofol alarmed "channel disconnected", the display went blank and powered off. The medical staff responded "to rectify the pump module and reestablish the infusion". Although requested, the concentration, rate and dose were not provided. No patient harm reported.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.